Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device powered off without keypress and a "service required" alarm condition occurred. The device's internal battery and oxygen blending module board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the internal battery was replaced to address an issue with the device powering off without keypress activation. The internal battery was recharged to address the issue. No replacement was required. A previously reported "service required" alarm condition occurred requiring the device's oxygen blending module board to be replaced. The component was returned to the manufacturer's product investigation laboratory for further investigation. The root cause of the oxygen blending module board failure was found to be caused by a failure of the o2 sensor u19.